Event description:
The customer staff claimed that the citadel plus bed frame moved to the trendelenburg without any command given. The bed was in use. No injury was claimed.

Manufacturer narrative:
The customer staff claimed that the citadel plus bed frame moved to the trendelenburg without any command given. The bed was in use. No injury was claimed. The bed¿s evaluation and functional testing performed by the arjo representative did not recreate the reported symptom of unintended bed movement. All bed¿s function worked correctly. The technician detected only the bent side rail however this malfunction did not result in any bed frame movement. Based on the above findings, it was not possible to determine the exact cause of the reported unintended movement. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. According to the citadel plus instruction for use (831.374.en) ¿lock-outs bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ in summary, the arjo device failed to meet its performance specification since the bed moved unintended. The citadel plus bed was used for the patient treatment and played a role in the reported event. The complaint was decided to be reportable due to the allegation of the unintended bed movement even no injury occurred.